Manufacturer narrative:
Because the complained screws were not returned, a confirmation of the reported event was not applicable. Although the complained devices were not returned, the following are possible root causes according to the related risk management file: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole - incorrectly selected implants. Incorrectly selected/ assembled implant/ instrument. Insufficient/too high bone quality. Wrong/ missing information. Reuse of single-use devices. Implant/instrument mix-up. Wrong/ missing functionality check. Too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage). Power tool usage for screw insertion (except qdm). Deformation of hole during bending. Plate becomes loose during fixation. Too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, uninteded loads. Bone quality resulting in high torque. Improper blade disengaging. Collision with other implant or instrument. Predrilled hole not deep enough (e.g.wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Powered screw insertion with right angled screwdriver. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. If the devices will be returned, the investigation will be reopened.

Event description:
It was reported by a company representative that screws had fractured during a case. The company representative further explained that the broken fragment of each screw was left in the patient. There was no adverse consequences, medical intervention, or surgical delay reported for this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that screws had fractured during a case. The company representative further explained that the broken fragment of each screw was left in the patient. There was no adverse consequences, medical intervention, or surgical delay reported for this event.